Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was returned because it lost power which was verified and found to be due to a component failure, the power supply. The flex coupler was found to be bent causing a wobble when rotating. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, a burning odor was noted coming from the unit after about two minutes of morcellation. The device shut down and would not restart. The procedure was completed using another like device. There were no adverse patient consequences.